Event description:
"Caller alleged discrepant results compared with the lab. Results as follows" date: (B)(6) 2012, inratio2: 3.1, lab: 1.03. Therapeutic range unk; no pt specific info provided.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result (s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 3.1, reference: 1.03, mean: 2.07, confidence limits: 1.3 - 2.7, result: fail. Reported results are outside of the determined confidence limits for passing accuracy comparison. Criteria for testing accuracy have failed and the values are discrepant beyond the documented variability for pt/ inr testing. Further testing is required. In-house therapeutic donor testing has been performed on reported lot 279821. Results as follows: donor 1. Inratio: 2.3, 2.1, 2.4; ref: 2.09; bias threshold: 1.09 - 3.09; %cv: 6.74. Donor 2. Inratio: 2.3, 2.3, 2.1; ref: 1.96; bias threshold: 1.46 - 2.46; %cv: 5.17. All replicate for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Conclusion: analysis of client's data from inratio and reference method revealed that test results did not meet accuracy criteria. Root cause could not be determined. No product was expected to be returned; review of recent in-house therapeutic sample testing found retain strips met accuracy and precision criteria. (B)(4). This issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.